Event description:
It was reported that customer experienced multiple occlusion alarms. There was no adverse impact to the customer's blood glucose level. Customer changed cartridge and resumed insulin to resolve issue, and technical support advised customer to contact support again if occlusion issues occurred in the future, after which case was closed.